Manufacturer narrative:
The consumer reported that their spouse experienced a dislodged crown, leading to oral surgery and a missing tooth. Date of event is approximate.

Event description:
The consumer reported that their spouse experienced a dislodged crown that led to oral surgery and a missing tooth.

Manufacturer narrative:
The product model was identified. The consumer phone number and email address were identified. Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
H1: update type of reportable event from serious injury to injury. Analysis results: on 04/08/2022 this case was re-reviewed by clinical experts and deemed to be not reportable. The assessment determined s2 moderate injury and deemed not a serious injury or life threatening. Causality is most likely related to the users underlying dental health as shown by the provided photos. Philips power toothbrushes at their amplitude and frequency are not strong enough to break healthy teeth and restorations. The device was not returned for analysis therefore it cannot be concluded that the device causally contributed to the event. Should the device be received at a later date this case will be re-opened and assessed accordingly.